Event description:
It was reported that during a diagnostic test removal difficulty and a vasoconstriction occurred. The physician performed a diagnostic procedure with an f/g, atlantis, sr pro diagnostic imaging catheter in the lesion in the right coronary artery (rca) from distal to proximal. After receiving satisfactory measurements the physician began withdrawing the catheter but the catheter "appeared to be looped around" causing a vessel spasm. There were adjustments made to keep the wire in place and medication was administered to resolve the spasm. The patient status was reported as fine and no further intervention was required.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device, was returned for evaluation. The guide wire exit port was lifted 1.0mm. A test guide wire (0.014") was inserted and no indication of resistance in tracking the guide wire into the catheter and damage was noted to the guide wire exit port. Imaging core wind up in the telescope assembly was observed during visual analysis. No other issues or defects were observed during visual or functional analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors and anticipated procedural complication for the patient vasospasm. (B)(4).

Event description:
It was reported that during a diagnostic test removal difficulty and a vasoconstriction occurred. The physician performed a diagnostic procedure with an f/g, atlantis, sr pro diagnostic imaging catheter in the lesion in the right coronary artery (rca) from distal to proximal. After receiving satisfactory measurements the physician began withdrawing the catheter but the catheter "appeared to be looped around" causing a vessel spasm. There were adjustments made to keep the wire in place and medication was administered to resolve the spasm. The patient status was reported as fine and no further intervention was required.

Manufacturer narrative:
(B)(4)